Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the shunt sensor leaked. The product was changed out, there was a small amount of blood loss, and the surgery was completed successfully.

Manufacturer narrative:
Terumo has received the actual device; however, the investigation has not been completed. Terumo will be submitting a follow-up report when more information becomes available. (B)(4).